Manufacturer narrative:
On august 13, 2021, it was reported to mentor that the patient had surgery on (B)(6) 2021 to remove implants bilaterally. The right implant was ruptured and the left was intact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the date of removal is (B)(6) 2021 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/16/2021, it was reported to mentor that the patient experienced capsular contracture baker grade 3-4, and the date of explant is (B)(6) 2021. The product return status is not available - customer retaining product. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with a mentor memorygel breast implant 550cc and suffered from breast pain, chest injury, rupture on the right side. The patient reported ¿after her mammogram she started to not feel good.¿ at the time of this report, mentor has received no information regarding explantation or an expected explantation date.